Event description:
Reported event: pharmacy personnel reports that an oral/nasal endotracheal tube is returned because when it was opened from the primary packaging the anesthesiologist observes that the balloon is perforated, so a new cuff was requested to continue with the procedure, the product was discarded.

Manufacturer narrative:
(B)(4). Complaint reported that "pharmacy personnel reports that an oral/nasal endotracheal tube is returned because when it was opened from the primary packaging the anesthesiologist observes that the balloon is perforated, so a new cuff is requested to continue with the procedure, the product is discarded. Prior to use on a patient during inspection/functional testing. There was no sample received for verification, or no photo therefore, this complaint description could not be confirmed as reported. As simulation test, one piece of actual sample from previous similar complaint defect. Visual inspection conducted on the sample found no abnormality observed. The cuff able to maintain its pressure at 25mbar and the water leak test was then performed on the sample to observe if there are any bubbles flowing out from the cuff. There are no bubbles flowing out from the cuff. Based on the investigation conducted, defect mode of cuff leakage cannot be confirmed as there is no sample received or photograph for verification.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported event: pharmacy personnel reports that an oral/nasal endotracheal tube is returned because when it was opened from the primary packaging the anesthesiologist observes that the balloon is perforated, so a new cuff was requested to continue with the procedure, the product was discarded.